Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted out. The caller stated that the device also was stuck in the prime loop. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the caller that the insulin pump would be replaced. No further information was provided.